Manufacturer narrative:
The returned ipg was successfully recharged in a single charging session, and analysis of the device data logs did not reveal any anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. However, a review of the charging log identified one issue contributing to charging difficulties or longer charging times than anticipated: potential misalignment between the charger and the ipg, resulting in a lower-than-expected charging current. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU).

Event description:
It was reported that the patient was unable to fully charge their spinal cord stimulation (scs) implantable pulse generator (ipg) following a non-device related motor vehicle accident. The patient was re-educated on proper charging techniques however the issue persisted. The ipg database was analyzed, and it revealed the patient appeared to have had consistent difficulty charging ever since their first charging session, but the data cannot confirm the exact root cause for this. The data revealed that there was roughly a 3-month period in which the patient was not charging around the time of the reported collision. Both before and after this period, it appeared the patient might not have been charging consistently, efficiently, or for very long. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was unable to fully charge their spinal cord stimulation (scs) implantable pulse generator (ipg) following a non-device related motor vehicle accident. The patient was re-educated on proper charging techniques however the issue persisted. The ipg database was analyzed, and it revealed the patient appeared to have had consistent difficulty charging ever since their first charging session, but the data cannot confirm the exact root cause for this. The data revealed that there was roughly a 3-month period in which the patient was not charging around the time of the reported collision. Both before and after this period, it appeared the patient might not have been charging consistently, efficiently, or for very long. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was unable to fully charge their spinal cord stimulation (scs) implantable pulse generator (ipg) following a non-device related motor vehicle accident. The patient was re-educated on proper charging techniques however the issue persisted. The ipg database was analyzed, and it revealed the patient appeared to have had consistent difficulty charging ever since their first charging session, but the data cannot confirm the exact root cause for this. The data revealed that there was roughly a 3-month period in which the patient was not charging around the time of the reported collision. Both before and after this period, it appeared the patient might not have been charging consistently, efficiently, or for very long. The patient underwent an ipg replacement procedure and was doing well postoperatively.y.